Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. The physician had difficulty visualizing the markerbands on the apex balloon during the procedure. The device was exchanged for a non bsc balloon and the procedure was successfully completed. No patient complications were reported with the patient's current condition listed as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of this complaint can be attributed to design. (B) (4).